Event description:
The patient was implanted with an elevate posterior in 2012. It was reported that the mesh was removed on (B)(6) 2013 due to the formation of an "abscess." Patient outcome was reported to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.